Manufacturer narrative:
Age at time of event: above 18 years and older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified mid left anterior descending artery. A 2.25 x 20mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. However, when the device was tried to remove, the edge part of the stent strut was found to be lifted. The procedure was completed with a non-bsc device. There were no patient complications nor injuries reported.